Event description:
The distributor reported that "during the polarus 3 surgery, it seems he had some difficulty inserting the cap screw." No adverse effect, but a delay of 30 minutes.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related reports (including this one): 3025141-2026-00038, 3025141-2026-00039.